Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. It also beeped when activated. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when they inserted the vaso view hemopro into the cannula and then into the leg, it was observed that a piece of the jaw came off in the pt's leg. The piece was removed from the leg through the original incision. A replacement device was used to complete the procedure. The hospital did not report any additional pt effects.